Manufacturer narrative:
Visual inspection was performed on the returned device. The suture separation could not be confirmed as the deployed suture was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, improper advancement techniques, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps or interaction with patient calcification. Reportedly, when the rail suture was pulled back during knot advancement, the suture broke due to jerky motions. It should be noted that the prostyle instructions for use (IFU), suture management using the perclose prostyle suture trimmer states, step 1 states: avoid quick or jerky movement with the suture limbs. In this case, without the suture for analysis, it is unknown if the suture separation was related to the reported jerky motion. Therefore, a letter will not be required. It is unknown if the IFU deviation contributed to the reported suture separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017: failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the prostyle device was successfully deployed without any problem during 4 steps; however, when the rail suture was pulled back during knot advancement, the suture broke due to jerky motions. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.